Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing, after the repairs, the device was returned to the customer for use.

Event description:
It was reported that during use for a training the device had the service indicator illuminated as soon as the device was powered on. It was also reported that all the leds on the device's keypad were flashing, and the message service was flashing on the device display. The device was reported to be completely inoperative.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed system/memory pcb assembly and determined that the cause of the reported failure was corrupted ram located on the memory pcb portion of the assembly. The corrupted ram caused the device to lock-up with the word service across the display.